Event description:
It was reported that the patient presented to the hospital experiencing syncope. The right ventricular lead was capped and replaced at that time due to a suspected malfunction. No additional syncopal episodes were reported. The lead was later explanted during a system removal procedure that took place on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that only the connector end of the lead was returned. The insulation was abraded at 20.8 cm to 21.4 cm and at 52.4 cm to 52.8 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction with another implantable device. All flares of the outer coil were noted to be fractured.